Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had pacing impedance rise and rising thresholds. As well, there was diminished sensing. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right atrial (ra) lead had pacing impedance rise and rising thresholds. As well, there was diminished sensing. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.